Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the torque limiter device was jammed. According to the report, the attachment device could not be removed from the device. During in-house engineering evaluation, it was observed that the device coupling tool side was not functioning. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.